Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, cgm app and os incompatible due to unsupported os update on smart device occurred. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of cgm app and os incompatible due to unsupported os update on smart device could not be determined. A root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.